Manufacturer narrative:
The reported event of a cobra deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 18mm amplatzer septal occluder was selected for implant. During device prep, the tip of the 9f amplatzer¿ trevisio¿ intravascular delivery system tip was defective. The device was exchanged for a new amplatzer torqvue cable. During deployment of the 18mm amplatzer septal occluder a cobra deformation was noted. The device was removed and exchanged for a new 18mm amplatzer septal occluder. The patient was reported to be in stable condition.